Event description:
The reporter contacted lifescan on behalf of the patient alleging that their fasttake meter was prompting the battery symbol. The patient was recently discharged from the hospital, where they had a nephrectomy. The patient's diabetes is not in control and has been unable to test. The patient visited their blood glucose level; however, the result was not specified. The patient neither alleged harm nor experience injury or medical intervention due to the meter. The meter was replaced.